Manufacturer narrative:
(B)(4). Date sent 2/10/2025 d4 batch # 859c85 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/4. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 859c85, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9dm21, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the stapler does not work when batteries are installed. To procedure completed physician used another one product the same type. No consequences for the patient reported.